Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the subject device was found in standby mode, in the box on (B)(6) 2017. Few hours after re-initialization and implantation, the battery impedance was found at 1770 ohms with a residual longevity estimation of 2 years and 4 months. During the follow-up dated (B)(6) 2017, the battery impedance was found at 870 ohms with an estimated residual longevity around 4 years. During the follow-up dated (B)(6) 2017, the battery impedance was found at 3840 ohms. Preliminary analysis confirmed the reported behavior and is suspicious of a hardware issue. Recommendation to replace the device were transmitted on (B)(6) 2017.

Manufacturer narrative:
Preliminary analysis identified a hardware ram failure.

Event description:
It was reported that the subject device was found in standby mode, in the box on (B)(6) 2017. Few hours after re-initialization and implantation, the battery impedance was found at 1770ohms with a residual longevity estimation of 2 years and 4 months. During the follow-up dated (B)(6) 2017, the battery impedance was found at 870ohms with an estimated residual longevity around 4 years. During the follow-up dated 16 nov 2017, the battery impedance was found at 3840 ohms. Preliminary analysis confirmed the reported behavior and is suspicious of a hardware issue. Recommendation to replace the device were transmitted on (B)(6) 2017.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
It was reported that the subject device was found in standby mode, in the box on (B)(6) 2017. Few hours after re-initialization and implantation, the battery impedance was found at 1770ohms with a residual longevity estimation of 2 years and 4 months. During the follow-up dated (B)(6) 2017, the battery impedance was found at 870ohms with an estimated residual longevity around 4 years. During the follow-up dated (B)(6) 2017, the battery impedance was found at 3840 ohms. Preliminary analysis confirmed the reported behavior and is suspicious of a hardware issue. Recommendation to replace the device were transmitted on (B)(6) 2017.